Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed that the connection from the set filter to the dialysate port was disconnected from the dialysate port, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed filter housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "post filter" of a prismaflex m100 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.